Event description:
Our customer has confirmed us via sales rep that: (B)(6) 2011, pt was implanted with the ref 690-00-22d and 542-11-46d. The hip of the pt was dislocated on (B)(6) 2012 approx. Then, ref 690-00-22d was explanted; the ref 542-11-46d was remained and a mdm was implanted to the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.